Event description:
It was reported that the patient had an infection at the midline incision site. No device malfunction suspected. The physician believed that the infection was device implant related. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively. The explanted device components were retained by the medical facility and will not be returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred a month after implant date. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 19893324. Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 19924830.